Event description:
It was reported that the patient alert triggered, and both the right ventricular (rv) and superior vena cava (svc) coils of the rv lead exhibited a sudden spike in impedances to high levels. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2009 (B)(6). (B)(4).